Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator. The technician found out that the o2 pressure connection was broken. As a resolution, technician replaced the analog pcba. The unit passed all test and calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv1200 unit has an internal gas leak. As of this time, there was no information about patient involvement associated with this reported event.